Event description:
On (B)(6) 2019 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted intra-operatively due to a folding of the valve stent resulting in a paravalvular leak. The valve was replaced with a perceval pvs21 valve. No further incidents or issues occurred as a result of this intra-operative failure to implant. The manufacturer received additional information identifying the following. Valve oversizing was suspected as the cause of the stent folding. The patient was last seen on january 7th and has had an uncomplicated and uneventful recovery.

Manufacturer narrative:
The manufacturer received additional information identifying the following. Valve oversizing was suspected as the cause of the stent folding. The patient was last seen on (B)(6) and has had an uncomplicated and uneventful recovery. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information received the event was a result of an intra-operative over-sizing and is not a result of any device related deficiency. The DHR review confirmed there were no issues with the device at the time of manufacture and release. The root cause of the reported intra-operative event is thus stent folding as a result of the over-sizing of the valve.

Event description:
On (B)(6) 2019 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted intra-operatively due to a folding of the valve stent resulting in a paravalvular leak. The valve was replaced with a perceval pvs21 valve. No further incidents or issues occurred as a result of this intra-operative failure to implant.